Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
When asked for the purpose of the lead explant, follow up information received from healthcare professional (hcp) reported that the patient was seen in their office on (B)(6)2017 post implant of stage I and stage ii and the device was checked. No explant was noted. The patient was to follow up in 6 months to be checked.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from healthcare provider (hcp) via a company representative (rep) regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor.. It was reported that patient had return of symptoms. Troubleshooting included configuration changed. It was noted that the issue was resolved at the time of the report. It was also reported that a surgical intervention was planned and it was scheduled for (B)(6) 2017. The lead would be explanted. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacture representative (rep). Cause of the return of symptoms was not determined. The purpose of the scheduled revision is unknown, but the issues have been resolved. The explanted devices are not in the reps possession and will not be returned for analysis. No further patient complications have been reported as a result of this event.